Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 443 mg/dl. The customer treated her high blood glucose level with a shot but it only went down to 440 mg/dl. The customer's current blood glucose level was 320 mg/dl. She also experienced a low blood glucose level a couple of days prior due to poor management of food prior to work. The high pressure test passed. The device was not returned.